Event description:
Pt receiving therapy after hip surgery (pin placed to correct fracture) eight (8) weeks prior. Pt had been full weight bearing for four (4) weeks prior to therapy. Pt had completed one routine of exercises (120/60). On the third or fourth repetition of the next routine (150/75), the pt felt a sharp pain in the hip area. A fracture was found on x-ray below where the pin had been inserted. No malfunction was reported before, during or after the incident. The device is still in use at the facility.